Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. A supplemental report will be issued if additional information is obtained.

Event description:
It was reported that the patient was on o2 therapy when the gui screen on the ventilator went dark, flashed red and restarted. The ventilator continued to deliver o2 therapy. When the gui screen restarted, it gave the message ''unit restarted please check settings''. The patient was moved to a different ventilator. The patient remained stable and no change in patients vitals. Per hospital policy, no patient information will be shared with the manufacturer.

Manufacturer narrative:
Evaluation complete. See attached evaluation summary report.